Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. The replacement device was unable to be secured to the chronic defibrillation lead, as the distal rate/sense setscrew was stuck in the seated position, preventing lead insertion. Several troubleshooting techniques were attempted, yet unsuccessful. A different ICD was successfully implanted. The explanted ICD and attempted ICD were returned for laboratory evaluation.